Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone that the down arrow was unresponsive. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to broken trace in u1 keypad assembly.